Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted: (B)(6) 2011; 4194 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited high thresholds and far field r-wave (ffrw) oversensing, and the device experienced early battery depletion. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.